Event description:
It was reported, surgeon noticed during reaming for lag screw that reamer seemed to bind slightly. When inserting lag screw could really feel inserter binding. Examination of sleeve showed sleeve to be slightly bent.

Manufacturer narrative:
Additional info has been requested and if received will be provided on a supplemental report.